Event description:
Per user facility medwatch form, (B)(4), during an open right hemicolectomy procedure, the stapler misfired and the doctor was unable to remove the stapler from the specimen. The stapler was sent to the pathology lab with the specimen. There were two staplers used during the case. The cutter had to be forcefully removed from the pathology specimen. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
The lay user/patient contacted lifescan alleging the meter displays an unknown error message. The reporter was unable to recall the specific error message displayed. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.